Event description:
The customer contacted baxter's technical service center to report an issue of leak while on homechoice (hc) device during use during fill. The nurse reported to baxter that during the fill cycle on the homechoice the cassette was found to be leaking from the doorway of the cycler. On inspection the cassette was found to have cracked in position, having passed the selftest in setup of the machine. The patient was treated prophylactically with ip antibiotics. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.